Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00017 ¿ 1 with "follow-up" marked. Per request, it is being resubmitted as an initial report. The root cause of this incident is likely due to fatigue force and excessive force being applied to the assembly. The cross pin of the elbow mechanism pulled through the thin wall feature of the inner shaft; fatigue force can plastically deform this thin wall and eventually result in an ultimate failure of the material as was the case in this incident. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the endoskeleton tl angled trial inserter pin broke during extraction while performing a lateral procedure. The customer was using a slap hammer to pull the trial out while the inserter was still threaded into the trial. All of the pieces were able to be retrieved as the trial was being pulled out. The surgeon was able to finish the trial and move into inserting the implant without further incident. There are no known adverse effects to the patient.